Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). A partial lead measuring 60.7cm was returned for analysis. External insulation abrasion was noted at 15.4-15.7cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.